Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer received failed battery test and had insulin flow blocked. The customer's blood glucose level was reported to be 504mg/dl. It was reported that the battery cap was damaged. It was reported that testing could not be conducted due to battery cap damage. It was reported that the pump would be replaced and returned for analysis.

Manufacturer narrative:
Findings: the power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. Pump received with normal operating currents. No unexpected failed battery test alarm noted during testing. No physical damage to battery cap noted. Unit passed rewind test, prime/seating test and basic occlusion test. No unexpected insulin flow blocked alarm noted during testing. Unable to perform displacement test or occlusion test due to broken reservoir tube lip, missing reservoir tube retainer and missing reservoir tube o-ring. Unit was received with partially broken reservoir tube lip, missing reservoir tube retainer, missing reservoir tube o-ring, minor scratched lcd window and cracked select button keypad overlay.